Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represents a reportable event the root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).